Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca), stent dislodgment occurred. The very calcified lesion was located in the right coronary artery (rca). The physician predilated the lesion multiple times, and successfully delivered a 3.00x20mm stent (type unk) and a 3.00x24mm stent (type unk). The physician then attempted to deliver the 3.00x28mm liberte bare (mr) stent. The physician pulled back on the stent and the stent caught on the calcification in the lesion and dislodged from the balloon. The physician was able to retrieve the stent and the case was completed without pt complications. The pt condition is reported as fine. Further info was requested, but was unavailable.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.